Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device information is unknown. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that after a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter the patient called in to report experiencing difficulty articulating appropriate words. This occurred during a phone call to her daughter where the patient was cleaning out a closet and could not recall where a specific purse had come from, in addition to the articulation difficulties. The patient hung up fearing she may frighten her daughter, but within 15 minutes had relaxed and called her daughter back. During this call the patient was able to express herself appropriately. On another phone call with study personnel the patient relayed what had happened during the call with her daughter and denied experiencing any associated tingling, loss of sensation, visual changes, or weakness. She reported she felt normal aside from feeling unusually tired that day. The patient had not missed a dose of their prescribed apixaban, and also noted she had never experienced anything like her symptoms before. The patient was advised to go immediately to the emergency room if any other symptoms occurred with the recommendation to see a neurologist. Two days after the incident the patient was hospitalized. The event is ongoing. The device is not expected to be returned for analysis. (B)(6).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updates were made based on additional information received to blocks b5 describe event or problem; d1 brand name; d3 manufacturer name, manufacturer address 1, manufacturer address 2, manufacturer city, manufacturer state, manufacturer zip/postal code; d4 lot number and expiration date; g1: MFR sit facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country; and h6 patient codes and impact codes.

Event description:
It was reported that after a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter the patient called in to report experiencing difficulty articulating appropriate words. This occurred during a phone call to her daughter where the patient was cleaning out a closet and could not recall where a specific purse had come from, in addition to the articulation difficulties. The patient hung up fearing she may frighten her daughter, but within 15 minutes had relaxed and called her daughter back. During this call the patient was able to express herself appropriately. On another phone call with study personnel the patient relayed what had happened during the call with her daughter and denied experiencing any associated tingling, loss of sensation, visual changes, or weakness. She reported she felt normal aside from feeling unusually tired that day. The patient had not missed a dose of their prescribed apixaban, and also noted she had never experienced anything like her symptoms before. The patient was advised to go immediately to the emergency room if any other symptoms occurred with the recommendation to see a neurologist. Two days after the incident the patient was hospitalized. The event is ongoing. The device is not expected to be returned for analysis. (B)(6) avant guard clinical study, subject ID: (B)(6). It was further reported that the patient was hospitalized for two days, during which time multiple diagnostic tests were performed including laboratory tests, an electrocardiogram (EKG), computed tomography (CT) brain and angio head/neck scans, a chest x-ray, an echocardiogram, and a magnetic resonance imaging (MRI) brain scan. The patient was ultimately diagnosed with an acute right cerebellar lacunar infarction. The event was considered resolved with no medical intervention noted, and the patient was discharged.